Event description:
Reporter indicated that after programming a vns pt's device off, it was found at the next visit to be programmed to an output current of 1 ma. A system diagnostic test had been performed at the prior office visit, which may have contributed to the programming anomaly if the test was interrupted. Programming history has not been obtained to verify that this event occurred. Good faith attempts to obtain additional info have been unsuccessful to date.